Event description:
The customer reported via phone call that his pump was programmed wrong and that it was set to deliver 1.8 units instead of 18 units like it was supposed to. Customer's blood glucose went into the 400's mg/dl. Customer was using pens to bring down his highs. Customer stated that he had a broken leg due to skateboarding and his computer was not working to sign up for carelink.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.